Event description:
Report received from an international affiliate (another country) a chemotherapy leak. The report states, "leakage seen 10 minutes after infusion started from omni cassette line d (IV taxol). Taxol line was clamped right away and cassette connection at line d was discovered broken. Spillage droplets on the floor (<2ml) were cleaned up by chemotherapy absorbent pad. New omni machine and cassette pump was restarted, chemotherapy completed with no leakage seen from line b." The patient was also receiving granisetron and dexamethasone in a 50ml normal saline bag, benadryl 50 mg in a 50 ml normal saline bag, and taxol 260 mg in a 500 ml normal saline bottle, "running over 3 hours." There was no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation.